Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset with assistance from technical support, and the sensor session was successfully restarted, resolving the issue.